Event description:
A malfunction alarm occurred, and the customer's blood glucose level was not adversely impacted. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and instructed to call back if the issue reappears.